Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 1: initial gave 7.3; repeat gave 8.1. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 7: initial gave 5.3; repeat gave 8.4. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 6: initial gave 8.7; repeat gave 9.5. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 5: initial gave 6.5; repeat gave 7.9. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 2: initial gave 7.2; repeat gave 7.9. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 3: initial gave 6.4; repeat gave 7.6. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Event description:
User experiencing low control recovery and pt results for calcium which started to occur between 4 and 5 am the morning of (B) (6) 2009. Multiple pt samples were affected. Only the following 7 pt examples provided were discrepant. User said "the only reason they manually repeated the samples, was because it failed their panic value on their lis; so they went back to repeat the results on their integra 400". Units of measure equal mg per dl. Sample 4: initial gave 2.8; repeat gave 8.1. Initial results were reported. Amended reports were sent out for samples 1 and 7 only; the other samples were not amended because they were close to their calcium result from a previous day. User confirmed that no pts were treated based on the initial results reported. No other assays were affected.

Manufacturer narrative:
The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
User confirmed that no pts were treated based on the initial results reported. No other assays were affected. The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
User confirmed that no pts were treated based on the initial results reported. No other assays were affected. The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
User confirmed that no pts were treated based on the initial results reported. No other assays were affected. The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
User confirmed that no pts were treated based on the initial results reported. No other assays were affected. The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.

Manufacturer narrative:
User confirmed that no pts were treated based on the initial results reported. No other assays were affected. The field service rep determined the mechanical alignment of the r2 probe was off and realigned the r2 probe and replaced all cuvettes. A blank cell, calibration, and controls were run to verify analyzer performance.